Event description:
During a follow-up the device was observed to be in back up mode and could not be interrogated. The device was explanted.

Manufacturer narrative:
Please retract this MDR report number 2017865-2011-07835 as the event reported under this number relates to report number 2017865-2011-07240.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.